Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. A photograph was provided for evaluation. Based on the provided photo the sensor appears to be intact, however without a higher resolution photo the customer complaint remains undetermined. The reported event could not be confirmed. A root cause could not be determined.